Event description:
Patient was undergoing laser endoscopy procedure to control nasal hemorrhage. Ktp laser serial number 0824 was used and laser fiber endostat 0.4mm 12ft ref-10-0622,k lot-10-0622-430. Prior to bringing patient into or, laser was inspected by clinical engineering; laser and fiber used were tested by the uhs representative. After performing a laser timeout, surgeon proceeded to use laser; noticed that there was a burn on left nostril of patient. Immediately turned laser off. Noted that sides of instrument (laser handle) were hot to the touch. Discontinued use of laser; sequestered fiber and laser handle. Applied bacitracin ointment to burn site.